Event description:
A government agency reported that during ophthalmic surgery, when attempting to use the laser, the light did not turn on. The patient and procedure details were not reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. A review for service records reported against this serial number cannot be performed as the serial number is unknown. Based on the information available, the customer reported event cannot be confirmed. Based on the information available, the customer reported event cannot be confirmed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).